Event description:
Attorney reported: pt sustained injury and damages associated with his use of defective products, the bard composix e/x mesh and bard composix l/p mesh. Specifically, as a result of having the composix e/x and composix l/p patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned not has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00082 for info related to the composix e/x mesh included in the event description.